Manufacturer narrative:
(B)(4). Cartridge. The device was received for analysis with no visual non-conformances and, with the manual override door out of position, and with an (B)(4) cartridge reload present. The cartridge reload was received partially fired and with the cartridge pan dislodged. After further inspection, the cartridge body, some drivers and one piece sled were noted to be damaged. Furthermore, the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without any difficulties noted. While no conclusion could be reached as to how the cartridge pan became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. In addition, please note that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Manual release lever used was there any difficulty removing the device from the tissue? Manual release lever to remove

Event description:
It was reported that during a vats right wedge resection procedure, the device was being used to remove a piece of wedge lung. There had been ten firings previously using both white and green reloads successfully. The scrub nurse did not think it had been particularly difficult to remove each reload which changing reloads. The surgeon went to fire the device and the reload ejected and some staples were deployed. The device could not be opened so they had to use the manual release lever. A new device was opened and used successfully. There were no strange sounds or motions. This was using the powered echelon gun. It was a complex case with difficult visualization and the gun had been articulated. There were no adverse consequences for the patient.